Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, after which the error did not reappear, and the caller was able to successfully start their sensor session.